Event description:
The customer reported via the field service engineer that the jack has failed. It is further reported that the jack leaked a large amount of clear oil onto the floor. There were no adverse consequences reported.